Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown nail head elem: tfna lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) surgery for a left femoral trochanteric fracture with the trochanteric femoral nailing advanced (tfna) system on (B)(6) 2018. During the surgery, the surgeon measured the depth of the drilled hole in the bone to decide the length of the tfna screw and the measured value was 10mm longer than the expected value. Since the tfna screw which accorded to the measured value was not prepared for the surgery, the surgeon used the 105mm screw which was the longest one in the ones that were prepared for the surgery so that the compression could be obtained. The surgery was completed without delay. The patient condition after surgery is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Physical manufacturer is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown tfna lag screw.